Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6) 2017 with blood glucose of more than 900 mg/dl. Reportedly, the little circle at the end of reservoirs, that didn't go away even after rewinding and priming the insulin pump. Troubleshooting was declined. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.